Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms during a pre-discharge check one day post implant. X-ray revealed no lead fracture and the lead pin was noted to be fully inserted into the device header. Boston scientific technical services (ts) discussed troubleshooting options and the potential of a dry pocket situation. After gentle pressure was applied to the pocket, shock impedance measurements were noted to be acceptable and within normal limits. A dry pocket was suspected to be the root cause. No adverse patient effects were reported. This product remains implanted and in service.